Event description:
Provue instrument, being run with 0.8% selectogen, 0.8% resolve panel a and 0.8% resolve panel b red cells and mts anti-igg card, reported false negative on a screen and panels for anti-jka for pt previously identified with anti-jka and anti-kell. No death or serious injury was associated with this incident.